Event description:
A groshong catheter was in use for chemotherapy in the early 1990's. The catheter had fallen out, pt explained to physician that it appeared to be shorter than what she had observed them placing. They assured her that it was the same and she was mistaken. In (B)(6) 2011, she was diagnosed with atrial fib. In (B)(6) 2012, her physician performed an angiogram and discovered approximately 3 inch long piece of a catheter lodged in her atrial sinus. It is not currently removable due to her health.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation as the device remains in the pt. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.